Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("lots of women have gotten pregnant using this including myself") and experienced urinary tract infection ("uti"), proteinuria ("protein in my urine") and haematuria ("I had started peeing blood"). The patient was treated with surgery (tubes removed during c-section). Essure was removed. At the time of the report, the pregnancy with contraceptive device, urinary tract infection, proteinuria and haematuria outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered haematuria, medical device removal, pregnancy with contraceptive device, proteinuria and urinary tract infection to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received. Event added-uti, I had started peeing blood, blood in my urine. Patient information added. Pregnancy outcome updated on 20-mar-2020: pfs received. Patient information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.